Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. In (B)(6) 2019, a manufacturer representative (rep) checked their implantable neurostimulator (ins) and ran an impedance test. It was reported that all leads were over 10,000 ohms, so it was stated that the ¿leads were gone¿. The patient also reported that he was not getting any sensation. It was noted that the patient tried to get an MRI, but the ins was dead since he was not using it anymore. However, the patient stated that they could still charge and try to put in MRI mode. There were no reports of medical or therapy issues and no patient symptoms reported.